Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided. Additional 510(k) numbers are k011028 and k013227.

Event description:
It was reported that the a minor bone fracture occurred during implant placement. Procedure was able to be completed using another device.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One implant and mount were returned for investigation. There were no allegations against the mount. Visual evaluation of the as returned products identified no apparent signs of malfunction. The device could not be functionally tested for the reported event/failure (bone fracture). However, measurements of the implant were taken using a caliper (ID: (B)(6); due date: jun 7, 2023). Through dimensional analysis and comparison to drawings, the device was determined to be within design specifications when it left zimvie. Pre-existing condition noted on the per was 'low bone density ¿ type iii'. The reported device was being placed on tooth 25 (fdi) when the incident occurred. X-ray & picture evaluation: x-ray or picture images were not provided. Therefore, the reported events could not be verified. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9 - 10/19. Information identified: contraindications, warnings, precautions and breakage. Per the applicable IFU, it is stated that improper techniques can cause bone loss, patient injury, pain and implant failure. DHR review: DHR review for the lot (1250063) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1250063) for similar events (complaint category keywords: medical: bone fracture) and no other complaint was identified. Post market trending review: september post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information and dimensional analysis, device malfunction did not occur. Additionally, the reported event could not be verified since it is a medical condition, and no x-ray or pictorial evidence was available (patient anatomical condition and details of event were unknown).

Event description:
No further event information is available at the time of this report.